Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is alarming transducer fault and fails the exhalation flow transducer calibration. There was no patient involvement at the time of the incident.